Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had one lead that migrated to l1-l2. The rep reported that the patient didn¿t recall what could have caused the migration. The rep reported that an x-ray at the office was taken which confirmed the migration. The rep reported that they were able to determine the 8-15 lead was the lead which pulled down. The rep reported that the 0-7 lead was reprogrammed to try and see if pain relief could be achieved with one lead. The rep reported that if the reprogramming didn¿t help, then surgical intervention would occur. The rep reported that they would not know for some time if this would happen until the patient reached out on how she was doing. No further complications were reported.